Event description:
It was reported via phone call that the customer experienced high blood glucose on several occasions in the past. During troubleshooting with the customer's insulin pump, it was stated there had been bent infusion set cannulas in the past. The battery compartment of the insulin pump was cracked. The customer called back for further testing. The insulin pump failed the high pressure test and alarmed with motor error. Customer was advised to discontinue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.